Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 156 mg/dl. The customer also reported a hospitalization due to high blood glucose. The blood glucose at the time of the event was higher than the meter could read. The customer was treated with an insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.